Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6(b), h6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Continued: e.1.: state: on zip code: (B)(6). The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, "capsular contracture, baker grade IV". This record is for the right side. Device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b3, b5, d1, d2, d4, d6(a), g4, h4, h6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device remains implanted.